Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5169375.

Event description:
It was reported that the leads had high impedances. The patient underwent a revision procedure wherein the leads were replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively and the explanted devices were not returned.